Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #970358. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, staple in nose, staples in the track, and trigger engaged with precock; yes. Nose shroud cracked/broken; no. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received in good physical condition and was noted to be very clean. The instrument was examined, was found to be functional, and was cycled, fired, and properly formed the remaining 20 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during the assmebly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a laparoscopic hernia repair, it was reported by the affiliate that the device jammed. There was no consequence to the pt.